Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to the drive train motor brake gap being out of specification as a result of wear and tear of the autopulse platform. The autopulse platform is a reusable device and was manufactured in 2007 and is 12 years old, passed the expected service life of five years. Upon visual inspection, unrelated to the reported complaint, observed crack on the front enclosure and the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The cause for the physical damage and sticky clutch was due to normal wear and tear of the platform. The front enclosure was replaced to remedy the physical damage and performed clutch plate deburring to remedy the sticky clutch problem. The autopulse platform failed initial functional testing due to displayed "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed occurrence of system error user advisory (ua) 139 (unable to hold compression position) on the reported complaint date. The drive train motor brake assembly air gap was too wide and was out of the specification, which caused the ua139 error. The drive train motor brake gap was adjusted with in the specification to remedy the error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. The platform displayed the error message during patient transportation. No known impact or consequence to patient information was provided.